Event description:
The reporter indicated that blood was seen inside the lead insulation and a capture and sensing anomaly was observed.

Manufacturer narrative:
The outer silicone rubber tubing was pierced and cut with a sharp instrument(s) allowing the ingress of fluid into the lead body. It is possible that these punctures and cuts could have resulted in the noted sensing anomalies.